Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: a review of the pump histories showed no activity related to the complaint. Visual inspection revealed that the battery cap and compartment are intact. Evaluation found that the pump powers up properly and the power circuit does not draw excessive current. The pump was exercised for 24 hours with no evidence of overheating. No defects were found to the power flex, battery connections, and internal components. The complaint regarding overheating could not be confirmed or duplicated on investigation. Unrelated to the complaint, valuation revealed that the up and down arrow keypad buttons are intermittently responsive. There was evidence of keypad contamination found under all key contacts, and a keypad leak was observed during testing. There was no physical damage found to the keypad. Evaluation also revealed that the internal clock battery on the pcb board had failed. The pump would not retain the user programmed date and time settings upon removal of the primary aa battery. When a new aa battery is inserted the pump displays the default date and time which must be manually confirmed (or reset) by the user in order to proceed.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
This complaint is being reported due to the allege temperature issue on the animas insulin pump. Reportedly, the lithium battery in the pump was hot and heated the pump. During troubleshooting, there was a black streak inside the battery compartment. There was no patient impact associated with the alleged issue. The product was request back for investigation.